Manufacturer narrative:
(B)(6). Another analyzer associated with this event is reported in the medwatch with patient identifier (B)(4). This event occurred in (B)(6).

Event description:
The customer had an ongoing issue for "some time" with low sodium results (for example 130 mmol/l). The repeat measurements usually produced similarly low values, but sometimes the 2nd or 3rd repeat measurements recovered higher (for example 142 mmol/l). The customer provided specific results for five patient samples. Testing was performed on two integra 800 analyzers, (integra 1 is serial number (B)(4) and integra 2 is serial number (B)(4)). Patient 1, initial result tested on integra 1, was 124 mmol/l. The sample was repeated 10 times: repeat 1, tested on integra 1, was 128 mmol/l. Repeat 2, tested on integra 2, was 136 mmol/l. Repeat 3, tested (B)(6) 2011 on integra 2, was 136.7 mmol/l. Repeat 4, tested (B)(6) 2011 on integra 2, was 136.2 mmol/l. Repeat 5, tested (B)(6) 2011 on integra 2, was 136.6 mmol/l. Repeat 6, tested (B)(6) 2011 on integra 2, was 136.5 mmol/l. Repeat 7, tested (B)(6) 2011 on integra 1, was 135.0 mmol/l. Repeat 8, tested (B)(6) 2011 on integra 1, was 136.3 mmol/l. Repeat 9, tested (B)(6) 2011 on integra 1, was 136.5 mmol/l. Repeat 10, tested (B)(6) 2011 on integra 1, was 124.8 mmol/l. Patient 2, initial result tested (B)(6) 2011 on integra 1, was 131 mmol/l. The sample was repeated 9 times: repeat 1, tested on integra 2, was 141 mmol/l. Repeat 2, tested (B)(6) 2011 on integra 2, was 141.2 mmol/l. Repeat 3, tested (B)(6) 2011 on integra 2, was 142.2 mmol/l. Repeat 4, tested (B)(6) 2011 on integra 2, was 140.9 mmol/l. Repeat 5, tested (B)(6) 2011 on integra 2, was 140.0 mmol/l. Repeat 6, tested (B)(6) 2011 on integra 1, was 132.2 mmol/l. Repeat 7, tested (B)(6) 2011 on integra 1, was 138.0 mmol/l. Repeat 8, tested (B)(6) 2011 on integra 1, was 137.5 mmol/l. Repeat 9, tested (B)(6) 2011 on integra 1, was 137.6 mmol/l. Patient 3, initial result tested (B)(6) 2011 on integra 1, was 128 mmol/l. The sample was repeated 9 times: repeat 1, tested on integra 1, was 138 mmol/l. Repeat 2, tested (B)(6) 2011 on integra 2, was 139.5 mmol/l. Repeat 3, tested (B)(6) 2011 on integra 2, was 131.6 mmol/l. Repeat 4, tested (B)(6) 2011 on integra 2, was 138.6 mmol/l. Repeat 5, tested (B)(6) 2011 on integra 2, was 139.8 mmol/l. Repeat 6, tested (B)(6) 2011 on integra 1, was 131.0 mmol/l. Repeat 7, tested (B)(6) 2011 on integra 1, was 132.8 mmol/l. Repeat 8, tested (B)(6) 2011 on integra 1, was 128.7 mmol/l. Repeat 9, tested (B)(6) 2011 on integra 1, was 130.6 mmol/l. Patient 4, initial result tested (B)(6) 2011 on integra 1, was 130 mmol/l. The sample was repeated 10 times: repeat 1, tested on integra 1, was 133 mmol/l. Repeat 2, tested on integra 2, was 139 mmol/l. Repeat 3, tested (B)(6) 2011 on integra 2, was 139.8 mmol/l. Repeat 4, tested (B)(6) 2011 on integra 2, was 139.8 mmol/l. Repeat 5, tested (B)(6) 2011 on integra 2, was 140.5 mmol/l. Repeat 6, tested (B)(6) 2011 on integra 2, was 139.0 mmol/l. Repeat 7, tested (B)(6) 2011 on integra 1, was 137.2 mmol/l. Repeat 8, tested (B)(6) 2011 on integra 1, was 136.9 mmol/l. Repeat 9, tested (B)(6) 2011 on integra 1, was 131.6 mmol/l. Repeat 10, tested (B)(6) 2011 on integra 1, was 130.8 mmol/l. Patient 5, initial result tested (B)(6) 2011 on integra 1, was 118 mmol/l. The sample was repeated 9 times: repeat 1, tested on integra 1, was 132 mmol/l. Repeat 2, tested (B)(6) 2011 on integra 2, was 133.7 mmol/l. Repeat 3, tested (B)(6) 2011 on integra 2, was 134.7 mmol/l. Repeat 4, tested (B)(6) 2011 on integra 2, was 133.9 mmol/l. Repeat 5, tested (B)(6) 2011 on integra 2, was 132.9 mmol/l. Repeat 6, tested (B)(6) 2011 on integra 1, was 131.4 mmol/l. Repeat 7, tested (B)(6) 2011 on integra 1, was 131.4 mmol/l. Repeat 8, tested (B)(6) 2011 on integra 1, was 131.8 mmol/l. Repeat 9, tested (B)(6) 2011 on integra 1, was 131.4 mmol/l. The initial sodium results were reported outside the laboratory. The samples were repeated because the customer suspected the results were low. No patient was treated based on the low results. One of the analyzers (unspecified) had the whole ion selective electrode (ise) unit replaced, as well as both sample probes and all ise electrodes which did not affect the results. Performance tests including calibration and quality control were performed and were acceptable.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA. Another analyzer associated with this event is reported in the medwatch with patient identifier (B)(6). This event occurred in (B)(6). The investigation found the issue may have been caused by a combination of non-optimal preanalytic conditions and maintenance procedures.